Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic lower left lobectomy, while on parenchyma cutting, there was poor staple formation, staple line incomplete at the center, that caused bleeding. The staple line was over sewn. A component of the device that fell into the cavity but retrieved with the help of x-ray. Operation time extended by 30 minutes. Replaced by new device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic lower left lobectomy, while on parenchyma cutting, there was poor staple formation, staple line incomplete at the center, that caused bleeding. The staple line was over sewn. A component of the device that fell into the cavity was also reported. The surgical time extended 30 minutes. Replaced by a new device to complete the case.